Event description:
Reporter stated that pt obtained a blood glucose result of 500 mg/dl, while using the suspect device. Based on this result, pt injected insulin (amount not provided). Approx 5 - 10 minutes later, pt began "acting weird", and subsequently went into seizures. Pt's spouse checked blood glucose (using suspect device) and received a result of 110 mg/dl. Pt's spouse gave glucose pills and juice. Emergency medical services were contacted, and upon their arrival, pt's blood glucose measured 30 mg/dl (using paramedic's blood glucose monitor). Pt was treated with intravenous fluids (contents not provided). Reporter indicated that a similar incident occured 2 weeks later. Pt's blood glucose again measured 110 mg/dl (using suspect device), after which pt began seizing. Emergency medical services arrived, shortly thereafter, and measured pt's blood glucose at 26 mg/dl (paramedics' monitor). Pt was transported to the hospital, monitored, and treated with intravenous fluids (contents not provided). Controls had not been run on the system. A request was made for the return of the suspect product and replacement product was shipped.